Event description:
The medium-large clip applier instrument was returned to isi without a complaint. Intuitive surgical inc., contacted the site to obtain additional information and customer indicated that prior to starting a da vinci surgical procedure, the system was unable to recognize the instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The medium-large clip applier instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that there were no problems found when the instrument was tested on an in-house is 3000 system and the system successfully recognized the instrument. The pogo pins did not stick thus the claim could not be verified. Failure analysis investigation also found that the instrument's distal end of the main tube was broken where the grip assembly meets the main tube. The main tube was missing a small piece at the distal end that holds the grip to the main tube. No other damage was found. It was concluded that the main tube damage was may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the main tube found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.